Event description:
It was reported that the patient never had therapeutic effect. It was stated that the interstim therapy ¿never really worked¿ for the patient and, at the time of the report, it was still not helping them and they were completely incontinent. It was noted that the patient would like to just turn it off. It was further reported that the patient did not know where the patient programmer was at the time of the report. It was also reported that the patient had ¿some small strokes¿ since implant. It was reported that the patient decided to turn off the device. It was reported that the patient fell from bed and slipped between the bed side table and the bed. Impedances were noted on (0,1)(0,2)(0,3) and (1,2). The patient was reportedly reprogrammed that day. It was noted that the patient was sent to their primary care physician because they called about memory loss and weight loss. It was further reported that on (B)(6) 2013, the patient was switched to another program at a visit with their health care provider but ¿felt no better.¿ on (B)(6) 2013 the patient reportedly had no improvement and a revision was discussed. It was noted that there was no injury. It was later reported that the patient was too frail to get to the doctor¿s office at the time of the report. It was noted that the device was turned off because it was not working for the patient at all. It was further noted that the patient was going to try to find a new physician.

Manufacturer narrative:
Product ID: 3889-28, lot# va08745, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va08745, implanted: (B)(6) 2013, product type: lead. (B)(4).